Event description:
It was reported that a warning was triggered for the right ventricular (rv) lead due to high impedance resulting in a polarity switch to unipolar. In addition, the rv lead trend indicated a recent increase in capture threshold. The rv lead is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.